Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the lab result hover message for note or report has incorrect display when switching patients. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
D3 updated. G3 updated - case number previously provided as (B)(4). - should have been (B)(4). H10 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. No patients were mistreated. It is possible to import the lab results for two patients, switch between the patients and see the wrong patient's lab results displayed when hovering over the lab item. The hover information does not refresh as it should when changing to another patient. If a clinical decision was made based on information for the wrong patient, serious injury could occur. The workflow described is not typical. It would not be common to switch between patients when reviewing lab results. In addition, in order to go unnoticed, the labs for both patients would likely be in the same place in the lab list which is very unlikely. Finally, there are multiple checks from the physician, pharmacist and infusion nurse which should also detect any errors. This issue will be resolved in mosaiq release 2.80 beta 01 and was available to customers from 3 january 2019.